Manufacturer narrative:
Further information was requested but not received. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the pacemaker had exhibited a loss of capture.